Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava, perforation, embedded". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Exemption number e2016032. (B)(4).

Event description:
Dated 17feb2017, abdominal/pelvic CT reports, "the superior aspect of the filer is tilted 10 degrees anterior to the axis of the ivc. A posterior strut is imbedded within anterior osteophyte of l3 vertebral body with ivc wall penetration. Remainder of the filter struts extend no more than 3 mm outside the wall of ivc considered to be within normal range without caval perforation." Dated 17feb2017, review of abdominal/pelvic CT reports, "positive for ivc perforation. Superior ivc filter l1-l2 disc space. No tilt of ivc filter. At least four prongs of the ivc filter are see perforation the wall of the ivc."

Manufacturer narrative:
Additional information: the event is currently under investigation. A supplemental report will be provided upon conclusion. William cook (B)(4) initially reported event under MFR report # 3002808486-2017-00971. New information was received identifying that the product was a cook inc.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010. This additional information received on (B)(6) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to post pelvic trauma, high deep vein thrombosis (dvt) risk. Plaintiff is alleging tilt, vena cava, perforation, embedded. Additional information provided determined that this device was manufactured by cook inc.